Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced heating during charging sessions. It was reported the pt would try charging for shorter intervals to address the heating issue. No further complications were reported.